Event description:
The user facility reported a that a 50-year-old male patient on impella support had a alarm indicating that the aic was not recognizing the cassette. A new aic was used and that resolved the issue. There was no harm to the patient as a result of this incident.

Manufacturer narrative:
The impella pump and cassette were discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Manufacturer narrative:
The investigation of automated imeplla controller (aic): purge issue: other has been completed. Data analysis: the logs from the complaint date revealed that the console issued the purge disc not detected alarm (event set #402) several times. The alarm reported in complaint was consistent with defective disk detect flag. Device analysis: the console was tested and the purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc. The cause of the inability to detect the purge disc was due to a broken flag. D1 brand name was erroneously entered on the initial manufacturer device report number 1220648-2023-02787. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2023-02787. D9 device returned to manufacturer date was inadvertently omitted on the initial manufacturer device report number 1220648-2023-02787. G1 reporting contact email revised on manufacturer device report 1220648-2023-02787 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2023-02787. H5 was erroneously selected on the initial manufacturer device report number 1220648-2023-02787 . H8 was erroneously selected on the initial manufacturer device report number 1220648-2023-02787.